Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the reed alarm of microblender fails. The customer feels the air coming from the reed plate, but no audible alarm was detected. The customer confirmed that there is no patient involvement associated with the event.